Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigma resection, the device closed on the tissue, but the device did not fire. Another handle and reload was used to complete the case. There was no patient injury.